Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately 2.5 years post-implant, the patient presented emergently with a migrated stent graft, large proximal type I endoleak, and ruptured aaa. An aortocaval fistula was also evident. Significant neck angulation was also noted at the time of migration. An aneurx 28 mm cuff was implanted, and the issues resolved. Approximately 6.5 years post index procedure, additional stent graft migration was discovered with the top of the cuff now 14 mm below the renal arteries. There was no apparent endoleak, but there was aneurysm expansion that the physician believed may be due to endotension. The cuff had about 1 cm of seal, but the physician believed pressure was being transmitted around the very short seal zone of the cuff. The physician implanted a 28x70 cuff and the issue resolved. No additional clinical sequelae were reported, and the patient is fine. A review of returned films 6-1/2 years post-implant revealed that the aortic cuff was positioned approximately 1cm below the renals, with 1.5cm of remaining proximal seal length. The bifurcate was positioned 3.5cm below the renals, with the ipsilateral limb and extension placed into the right common iliac, and the contralateral limb into the left common iliac. The od of the cuff was 28mm, and the neck was conical-shaped and angulated 90 degrees a-p between the cuff and limbs. The maximum aaa diameter was 9cm, however no endoleak was seen. The limbs were patent bilaterally. Earlier post-implant images, and films post 28 x 70 cuff placement were not provided. The cause of the aneurysm enlargement could not be determined; may be due to the reported endotension. The likely cause of the stent graft migration was due to the angulated and conical shaped neck.